Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer was attempting to deliver a bolus when the pump shut off unexpectedly and became unresponsive. The customers blood glucose level was reported to be 238 mg/dl. It was indicated that the customer was lethargic due to medication at the time of the reported event. The customer stated that will call back at a better time to troubleshoot. Multiple attempts were made to reach the customer that were unsuccessful.